Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, a 2nd degree vaginal vault prolapse, and a 3rd degree rectocele. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, fistulae, recurrence, bleeding, dyspareunia, unknown if any neuromuscular problems, vaginal scarring, and fatigue causing difficulty in participating in everyday physical activity and household chores. It was reported that on approximately 10/2007 the patient underwent mesh revision due to mesh extrusion, pain and bleeding. On 01/17/2008 the patient underwent revision and cystoscopy with hydrodistention due to mesh extrusion, pain, bleeding, and recurrence of incontinence. On 10/06/2008 mesh was explanted due to mesh extrusion, pain and bleeding. (B)(4) -urinary problems; bowel problems; undefined recurrence; dyspareunia; fatigue.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency, and discomfort. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision due to mesh exposure on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.